Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional on 11-may-2016 and it was reported that the pump was explanted due to reservoir discrepancies at refill.

Manufacturer narrative:
Concomitant medical devices: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving fentanyl with concentration 1500 mcg/ml at a dose rate of 200.3 mcg/day via an implantable pump for an unknown indication. It was reported that as per the patient they experienced increased pain, redness, and swelling at the pump site. The patient was being treated for a staph in his nose which could be causing their fever. The symptoms started approximately 2 to 3 weeks ago / approximately (B)(6) 2016. The patient has been sleeping on the floor which could also be a contributing factor to the increased pain. The patient admitted that he has been tapping or twiddling with the pump. Because of the redness and swelling, the patient was sent to the operating room for a pocket exploration. The physician determined that the pump was infected and the pump and complete catheter were explanted. No diagnostic testing or troubleshooting was performed prior to the explant. It was further indicated however that the pump was interrogated on the day of the explant ((B)(6) 2016) and multiple motor stalls were noted in the logs. It was noted that as per the patient, the pump previously started alarming after the patient left the office yesterday on (B)(6) 2016. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The pump and catheter were returned to the manufacturer. The drug lot number of fentanyl and other medication the patient was receiving at the time of the event were not available / could not be obtained. Additional information has been requested regarding cause of event, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted. Regarding the patient's medical history, it was noted that the patient has been under a great deal of stress and doesn't sleep well. The patient was a smoker and it was further indicated that no other medical history was known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.